Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal discomfort. The same day as hospitalization the patient began treatment with cefazolin (route, dose and frequency not reported). It was reported that antibiotic therapy was ongoing. The cause of the peritonitis was a break in aseptic technique. Retraining in aseptic technique was planned. At the time of this report the peritonitis event was ongoing and improved. No additional information is available.